Manufacturer narrative:
Date sent to the FDA: 04/03/2009. Poor wound drainage- conclusion: the product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00371 for associated medwatch report. The same pt is represented in each medwatch.

Event description:
International customer reported that the surgical drain occluded with exudate two days after initially placing the device in use. The pt developed local site swelling and airway constriction. The pt was returned to surgery and a tracheostomy was performed.